Manufacturer narrative:
As neither the product catalog number nor the lot number of the subject device has been provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Potential factors which may have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be related to an irregular stent strut pattern. An insufficient pre-dilation, highly calcified vessels or a difficult vessel anatomy may result in an irregular stent placement. Also an unintended movement of the delivery system during stent deployment can cause an irregular stent placement. The reported application of the stent placement in an upper arm a/v fistula is an off-label use of the device. On the basis of the information available and as no images were provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently addresses the potential factors of an irregular stent placement. The IFU states: "remove all slack from the catheter delivery system to avoid stent misplacement (...). Do not hold the delivery system catheter during stent deployment (...). As with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent (...). To maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent." Furthermore, the IFU states: "visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." The IFU indicates that the bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The safety and effectiveness of the device for a treatment as described has not been established. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details.

Event description:
It was reported that during post-dilation of the biliary stent implanted in an upper arm a/v fistula, the pta balloon ruptured at 18 atm during the first inflation. During retraction, the balloon catheter damaged and pulled the biliary stent out of its location. A previously implanted stent stopped the biliary stent which allowed the pta balloon catheter to be retracted from the patient. An additional stent was implanted to treat the lesion and complete the procedure successfully. No patient injury was reported.